Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated the angio-seal device sts plus was selected for use in a percutaneous peripheral intervention (pci). Hemostasis was achieved with the angio-seal and no anomaly was noted at the puncture site. Two days following deployment, after a day of complete rest, decreased ankle-brachial index (abi) on the right side was noted. An echo revealed increased blood flow rate, but no stenosis. Contrast-enhanced CT revealed stenosis in right common femoral artery and a lower extremity angiography was performed. The following day a ppi was performed with filtrap and pta balloon and a white substance was aspirated. Abi improved and the patient was discharged with heparin and warfarin.